Manufacturer narrative:
It was reported to abbott that the patient¿s system implant procedure was abandoned because the physician experienced insertion difficulties due to the patient anatomy. The results of the investigation are inconclusive since the leads were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the physician was unable to access the epidural space due to patient anatomy during a replacement procedure on (B)(6) 2021. In turn, the physician removed all product and abandoned the procedure.